Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds and no capture at various outputs. The physician found it tough to pull back and reposition the lead and ultimately extended and redeployed the screw. However, the lead still demonstrated inconsistent thresholds. A few weeks later, the lead exhibited high thresholds. The physician explanted the lead and noted tissue stuck in the set screw. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pul ling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.